Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about a week or so ago the patient's stimulation seemed to be going on and off by itself. When the patient turned the stimulation on they could feel the tingling all of a sudden and then it just stopped. If the patient changed the settings up or down it would go back on again for a while then it would shut off. The patient was redirected to their healthcare provider to further address the issue. Pt called back and says they are going to address this issue when they go to see their manufacturer representative (rep) this afternoon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they reprogrammed the patient. Rep noted there was nothing wrong with the system. Rep noted it was due to the positional stimulation caused when the spinal cord moved closer to the lead, and medtronic adaptive stim was used to correct this. Rep noted they did not need to use adaptive stim and a simple reprogramming session resolved the issue. No issues with impedance found.